Manufacturer narrative:
(B)(4). Concomitant medical products: m2a magnum 42-50m tpr insrt +6, pn 139259, ln 072820; unknown stem, pn unknown, ln unknown; unknown cup, pn unknown, ln unknown. Report source- (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09034, 0001825034-2018-09166, 0001825034-2018-09167. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (retained by hospital). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient received the first total hip arthroplasty approximately 9 years prior to the revision surgery which was due to metallosis. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by photographs: "no device was received; therefore the condition of the component is unknown. However, photographs of revised products were provided. The taper was assembled to the head. There was scuffing and scratches on the outer surface of head. There was black debris observed on the device but it is unknown what part of the device was it embedded to." Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.